Event description:
It was reported to boston scientific corporation in 2006 that a rigiflexâ¿¢ ii single use achalasia balloon dilator was used during a procedure within the lower esophageal sphincter on a female patient the same day (patient age and weight unknown). According to the complainant, upon withdrawal of the device, the physician thought that the patient may have been perforated by the device. The physician consulted a radiologist and both were still unsure if it was a perforation. The patient was monitored and there were no ill effects found.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.